Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. The software analysis was completed and the behavior described is the intended behavior of the software. The software is functioning as designed. No failure found. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the procedure was 8mm off medial to the pedicle. The healthcare professional (hcp) did not take another spin and free-handed it. The hcp stated to the manufacturer representative that they must have bumped something as their other 3 case had no inaccuracy issues. Navigation was aborted causing less than an hour delay in the procedure. There was no impact on patient outcome.